Event description:
It was reported that the customer received a button error alarm on his insulin pump, following possible exposure to perspiration. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 400 mg/dl, for which the customer had not yet treated. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.